Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue ¿the sent has not seen¿ was confirmed. The cause was a damaged downstream occlusion (dso) sensor and was resolved by replacing the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the set has not seen¿; during device evaluation it was found there was a damaged downstream occlusion (dso) sensor. Patient involvement was unknown.